Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. The suture needle pull off occurred after piercing through the tissue for the first stitch. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? Was there any adverse consequence associated with the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 11/02/2021 h6 component code: g07002 - no device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 the following information was requested, but unavailable: - what was the name of the procedure?¿¿ all answers above are unobtainable. Once there is any update, we will update the information. - was there any adverse consequence associated with the patient?